Manufacturer narrative:
Date of implant and device information is unknown. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the impedance check revealed high impedance on the right side. As such, surgical intervention took place on (B)(6) 2026, wherein the extension was replaced. However, the issue was not resolved. Patient was with no therapy from the right system. As such, additional surgical intervention took place on (B)(6) 2026, wherein the lead was explanted and replaced addressing the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.